Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that since surgery she had been real sore from the surgery and taking it easy with ice and medication. The patient reported that today she got up and started hurting more, she was having a lot of pain in her back, so she thought she would change her setting and she noticed that she had her usual a that she used all the time but didn't have her b and c that she switched to when she had flareups. The patient reported that she was starting to get a flareup and checked using her patient programmer (pp) and she didn't have b and c. The patient also reported that the battery charge for her implant usually lasted a month and a half to two months. The patient reported that she recharged her ins fully on (B)(4) 2019 and then had surgery on (B)(4) 2019 and she just checked using her pp and noticed her charge was down to only one quarter left. The patient reported that it usually didn't drain that fast. The patient reported that she was using her normal setting and the only change to programming was that she didn't have all the settings she had prior to surgery. The patient noted that she checked it every (B)(6) of the month and it was usually half left. The patient reported that she had an appointment on (B)(4) 2019. No further complications were reported.